Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 5 additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with 6 proglide devices using the pre-close technique prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, when the plunger was removed, there was suture connected to the anterior needle. Same issue occurred with all 6 devices. The sheath was upsized to greater than 8.5f and the pevar procedure was completed. A cutdown was performed and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.